Manufacturer narrative:
Analysis of the desktop charger determined the cable assembly was damaged. The cable assembly with the metal connector at the end of the cable was broken off.

Manufacturer narrative:
Concomitant products: product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).

Event description:
The consumer via the manufacturer's representative (rep) reported the patient went into overdischarge over the weekend and at that time the patient noticed the connector pin was broken. At the time of the report, the rep was meeting with the patient to address the overdischarge, but wanted to get the desktop charger replaced so the patient could continue the recharge maintenance. The connector was damaged. Later, it was reported the described overdischarge issue had been resolved. There were no symptoms reported. Relevant medical history included failed back surgery syndrome and spinal pain.

Event description:
Additional information received reported that the cable assembly with the metal connector at the end of the cable was broken off. If additional information is received, a supplemental report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.